Manufacturer narrative:
Neither primary nor revision operative notes were returned for review. Attempts have been made to obtain additional information; however, no information has been received to date. An x-ray at 3 weeks post-op of the implant surgery shows a well placed femoral stem; the acetabular shell may not have been implanted with the recommended degree of version, however, the abduction angle is appropriate. It was reported the dislocation occurred while the patient was bending over; exact motion of "bending over" is unknown. Rehabilitation protocol and adherence thereto is unknown. With the information provided, a definitive root cause is unknown, however, it is possible that being over may not have been aligned with tha post operative precautions and may have caused or contributed to the event. Review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported the patient was revised to address pain and dislocation. The head and liner were replaced.